Manufacturer narrative:
Initial reporter: (B)(6) phone# removed from grid ¿ failing electronic submission.

Event description:
It was reported to philips that the device would intermittently fail to recognize the pads. There was no patient harm.